Event description:
The patient reportedly experiences shocking sensation, pain, and sound quality issues while using his cochlear device. Device troubleshooting was discontinued due to patient's discomfort. Device revision surgery has been scheduled.